Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed that the wire on the tip of the jaws was displaced and not attached to the jaws. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Internal complaint number: (B)(4). The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory on 08/20/2020. An investigation was conducted on 08/27/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be completely flexed and bent away from the hot jaw at the center of the hot jaw, remaining attached at the base but detached at the tip of the hot jaw. The clear silicone insulation on both the hot and cold jaws was observed to be intact, no visual defects were observed. No electrical testing was done due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed that the wire on the tip of the jaws was displaced and not attached to the jaws. A replacement device was used to complete the procedure. No patient involvement.